Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The product will not be returned to allergan. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Obstruction, dysphagia, and inadequate weight loss are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the reported event of obstruction as follows: "obstruction of stoma has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or patient non-compliance regarding choice and chewing of food." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weigh loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation or vomiting. If this is this case, inflation of the band would not be appropriate."

Event description:
Healthcare professional reported a lap-band system was removed due to "partial gastric obstruction, dysphagia, failure of [weight] loss with lap-band."